Event description:
This is the most recent date that this happened. My daughter has been using amo complete moisture plus contact solution for a couple of months and about 2 months ago went to t he walk in clinic on a saturday and was diagnosed with a stye. Then, her eye continued to get red and blood shot so we sent her to an eye doctor. But, she hadn't worn her contacts for a couple of days, so her eye was better and there was no infection, he said. She has been using this bottle of contact solution for a couple of weeks- lot/exp: ab01486 may 08- and every 3 days has to stop using her contacts due to the fact that her eye feels sensitive and gets very red and bloodshot. I see that other batches have been recalled and this lot number is not amoung them. But, considering the problems my daughter has had, I am certain this lot needs to be included. She has never had this problem and has worn contacts for 8 yrs!!!